Event description:
Litigation papers allege the patient has been and/or will be forced to undergo a revision surgery. It is further alleged the patient was implanted with a device that is or has been shedding metal debris into his/her body and has caused and/or will cause injury.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Corrected/updated data: (date of birth); (date of report); (brand name); (type of device); (additional device information); (date received by manufacturer); (premarket identification); (date of manufacture); (remedial action indicated). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Update: (B)(4) 2013 - sales rep reported revision procedure. There is no new information that would change the outcome of the investigation.